Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with sulperazon (100 ml, twice daily, route not reported). At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal/extraneal therapies were ongoing. No additional information is available.